Event description:
On (B)(6) 2011 baxter healthcare received a report from a registered nurse (rn) stating the twist clamps on minicap transfer sets were difficult to open and close. Baxter product surveillance contacted the rn on (B)(6) 2011 regarding the report of minicap transfer sets that were difficult to open and close. The rn stated the roller clamp was difficult to open and close and that they did not notice anything unusual with the transfer set itself. The rn did state they seemed to have difficulty opening and closing the transfer set after cleaning it with alcavis. There was patient involvement but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A 510(k) number will not be provided in the emdr, because the product is unknown. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a transfer set that was difficult to open or close was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.